Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the video telescope exhibited a defective cable. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause was identified, as a cable failure resulting in the image flickering and turning green. However, specific root cause of the cable failure could not be determined. Olympus will continue to monitor field performance for this device.